Event description:
Additional information was received from the patient. They reported that the charge was running all the way down their legs and it was annoying, but had since been corrected. The cause of the issue was determined to have been that the stim was too high and that changing the program was what fixed it. At their doctor's appointment, the program was changed and the problem was solved. They patient also expressed that they were initially not pleased with the unit, but that the program now seemed to be working better.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient is not happy with it at all and it has not helped at all. Patient has had way too many accidents, and at times while sitting patient can feel electric charges going up and down the left leg even though they turned amplitude down it still happens. Patient indicated they have not changed programs or discussed these concerns with managing physician yet, their follow up appointment is november 14th. The theory of programs and expectations regarding stimulation changes positionally was reviewed. Patient would like to wait to change programs until after meeting with the physician.